Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, on (B)(6) 2025, the patient was not feeling well. The patient was feeling weak and his cgm reading was around 200 mg/dl. No bg meter comparison value could be recalled. It was also reported that the patient¿s bg levels were going ¿crazy¿, however, this allegation was not further clarified. The patient had recently had an unrelated heart attack. The patient¿s son drove the patient to the emergency room for evaluation. Once at the ER, the patient was treated with insulin injections and IV fluids due to dehydration. The patient also stated he was taking ¿a lot of medication¿ in relation to his recent heart attack, but those medications were not specified. The patient did not report any bg meter or cgm values while he was in the ER. The patient was discharged home the following day. The patient was in ¿good condition¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to remove the following information in the initial MDR, "there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications." B5 describe event or problem - additional h2 additional information h6 medical device problem code - correction h6 health effect - impact code - correction to remove code f08 hospitalization from the initial MDR

Event description:
It was reported that an unspecified malfunction occurred. Subsequent to the initial MDR, additional information was provided on (B)(6) 2025. It was reported that the patient was in the hospital for less than 24 hours. No additional patient or event information is available.